Manufacturer narrative:
Additional information received from the account indicated that the patient is a caucasian female and that the patient's symptom first noticed on (B)(6) 2021. The following fields were updated accordingly: section a3: gender: female. Section a5: race: white (caucasian). Section b3: date of event: (B)(6) 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product testing could not be performed as the product has not been returned for evaluation. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that two similar complaints have been received for this production order number; however, the reported issues were not confirmed based on investigation results. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Pt info: information unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is (B)(6) 2021. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to residual refractive error. A replacement lens of the same model but different diopter (22.0) was used. There were no surgical and/or medical interventions required. Reportedly the patient is doing well post-operative (op) and no patient injury was reported. No other information was provided.